Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional through distributor reported "breast ptosis grade 3" and "intracapsular implant rupture" diagnosed via MRI. Ptosis is considered not device related. This record is for the left side. The device was explanted.